Event description:
It was reported that insulin drips were not observed to be exiting the tubing. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) due to the issue was 195 mg/dl. The customer addressed their bg with a correction bolus from the pump.